Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.